Manufacturer narrative:
The customer reported complaint for the autopulse platform displaying error message user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed during archive review and initial functional testing. The driveshaft was rotated back to "home" position to remedy the fault. Note that user advisory error messages are designed into the platform when one of several condition is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. The user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. Cracked front enclosure was noted during visual inspection. During archive data review, multiple error message ua 45 were noted on (B)(6) 2017; however, not on the customer reported event date of (B)(6) 2017. The platform failed the initial functional testing due to an error message ua 45 displayed during power up. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The front enclosure was replaced. Clutch plate deburring was performed to remedy the sticky clutch, after which the platform passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints for autopulse sn (B)(4).

Event description:
As reported, the autopulse platform (sn: (B)(4)) was displaying error message user advisory (ua) 45 (not at "home" position after power -on/restart). The customer tried to clear the error message without success. The reporter was not aware of any patient involvement. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.